Manufacturer narrative:
On (B)(6) 2013 it was reported by an agent that a revision surgery was performed after the lateral edge of the poly insert broke off causing an unnatural wear pattern and some instability. The original surgery was performed on (B)(6) 2005 meaning the components had been in-vivo approximately 7 years 2 months at the time of revision. The outcomes attributed to this event are hospitalization - initial or prolonged, disability or permanent damage, and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. All critical specifications and critical dimensions were met when released from djo surgical. A review of the product complaint report history shows there were three prior complaints against the insert. This is the first complaint for this lot number and the first complaint for the insert fracturing. The root cause for revision is a fractured tibial insert at the lateral edge and instability. Because the broken component was not returned and no information regarding patient activity or history of trauma and/or disease was received, a definitive root cause cannot be determined. Factors that can contribute to an insert fracture after over seven years in-vivo include: repeated high loading in flexion or hyperextension, joint laxity leading to high impact loading, trauma, bone loss due to disease or other condition, and high activity level (heavy lifting or high impact). There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had a left total knee arthroplasty in 2005. At some point the polyethylene insert broke off and caused an unnatural wear pattern also resulting in some instability.